Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approx 6 mm from the balloon proximal tip. The review of the lhr (lot f1411307) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined; however, it was reported that a pre procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should bt noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
The following info was reported: balloon ruptured during pullback. A pre-procedure angiogram revealed presence of pvd. An angioseal was used. Procedure: intervention coronary. Vessel size greater than 6 mm.